Event description:
It was reported that the device was used during a lap cholecystectomy, the clips scissored when applied to duct. Clips from case are included in shipping. Unknown how case was completed. There was no consequence to the patient.

Manufacturer narrative:
D4, 8; h4, 6: info anticipated, but unavailable at this time.